Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results of "about 245 mg/dl compared with about 350mg/dl. The patient was unsure of the excact results". This complaint is being reported because, the reported results may not have meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.